Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on intermittent motor function. A review of risk management files found that the reported failure was documented appropriately. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during a shoulder arthroscopy procedure, the shaver hand piece stopped working. The surgeon kept pressing the button and the shaver hand piece would work for a short while and then cease again. Finally, it stopped working completely. Delay greater that 30 minutes was reported. Procedure was completed with a competitor device. However, no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.